Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The laboratory technician operating architect i1000sr analyzer, serial number (B)(4), stated that while pulling out the waste tray on the analyzer, she did not remove the waste tubing first which caused liquid waste to splash into her eyes. She was not wearing protective eyewear at the time. She flushed her eyes and went to the emergency room where she was prescribed an antibiotic as prophylaxis. Her eyes felt fine after the incident. She stated that this was the first time she forgot to remove the waste tubing first and will be more cautious in the future.

Manufacturer narrative:
The abbott technical service specialist inspected the analyzer to ensure correct function. No concerns with the analyzer were identified and no parts were replaced. The customer was trained on the procedure for emptying the liquid waste. A review of the (B)(4) service history identified no contributing factors on or around the date of the complaint or any additional tickets related to exposure to potentially hazardous substances. There have been no subsequent contacts from the customer regarding a splashing incident or exposure since the customer was trained to remove the liquid waste container from the system. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction of the system was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. No deficiency of the i1000sr liquid waste container or the i1000sr analyzer was identified.